Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. The lab analysis concluded that the as received component was visually inspected for signs of damage. The reported post fragment ¿floating free in the joint¿ was not returned. The tibial insert showed signs of wear related damage to the articulating surface. The post was fractured near the middle of the post. Signs of deformation were observed on the anterior, medial, and lateral regions of the insert post. No material or manufacturing defects were observed during this investigation. The clinical/medical evaluation concluded that per complaint details, a right tka revision was performed approximately 11 years post implantation due to instability. Reportedly, the post was found ¿floating free in the joint¿ intraoperatively and the insert was replaced with a thicker (13mm) bcs insert. The requested medical documentation was not provided for inclusion in the medical investigation; therefore, the root cause of the reported event could not be fully assessed. The provided photo of the explanted insert supports the complaint; however, it does not provide insight into the root cause of the post breakage. Based on the information provided, the patient impact beyond the reported instability and subsequent revision procedure could not be determined. No further medical assessment could be rendered at this time. Although the product evaluation is pending at this time, should the product evaluation reveal pertinent findings and/or the requested clinical documentation becomes available in the future, the clinical/medical task may be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Case- (B)(4).

Event description:
It was reported that, the patient had his right total knee revised for instability. Upon opening the knee it was noticed that the post was floating free in the joint. A size 5/6x10 journey bcs insert was removed and exchanged it for a 5/6x13 revision journey bcs insert. The original date of implantation was 2009. The femoral component was a size 8 and the tibial component was a size 6. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly